Manufacturer narrative:
Skin necrosis are well known and documented adverse reactions as part of hyaluronica acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: - delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. - funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316. - manafi a, barikbin b, manafi a, hamedi zs, moghadam sa. Nasal alar necrosis following hyaluronic acid injection into nasolabial folds: a case report. World journal of plastic surgery. 2015;4(1).

Event description:
This event took place outside the u.s., in (B)(6). The initial reporter (treating physician) indicates that four days after the injection (by another practitioner) of the product in the glabella area (injection volume of 0.2 ml), the patient presented with moderate necrosis of the glabella and surrounding area. The initial reporter states to have successfully treated the adverse event with the following medications: - hyaluronidase injection over 2 days, starting on (B)(6) 2017, - aspirin, - oxygen chamber. According to the initial reporter, the adverse reaction is completely resolved.